Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was an open front pulse wire between ECG a and the front therapy electrode. The root cause for the open wire was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
During investigation of the electrode belt sn (B)(4) for an unrelated issue, a reportable malfunction was found. The electrode belt was found to have non-functional therapy electrodes.